Event description:
It was reported that the device caused scissoring clips and damaged a vessel during a diepflap procedure, but was repaired by sutures or another clip. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/13/2008. Info was not provided by the affiliate.